Event description:
It was reported an occlusion alarm occurred, which prompted a visit to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 380 mg/dl with ketones. The customer received a CT scan and intravenous fluids and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2026. Ultimately, the customer reverted to an alternate method insulin therapy.